Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ date: (B)(6) 2012. Inratio: 1.4. Inratio2: 2.8. Time elapsed between each method of testing is less than ten minutes. Pt¿s therapeutic range is 2.7-3.5.

Manufacturer narrative:
Investigation pending.